Event description:
One pt with discrepant troponin t results. Initial result gave 0.339 ng/ml; repeated twice next day giving < 0.010 ng/ml each time. Two add'l samples were obtained in 2008, both samples initially gave < 0.010 ng/ml, and repeated twice next day gave < 0.010 ng/ml for each sample. Erroneous result was reported. Pt not adversely affected. The field service representative was unable to determine a root cause for the discrepancy. Performance test were performed.